Event description:
Pump is returned for short load step causing a large prime volume. Eval revealed an out of calibration force sensor. This report is being made based on the eval results.

Manufacturer narrative:
The pump was returned to animas for eval. A review of pump history did not find any evidence of the load step stopping short. Pump was loaded and primed several times without duplicating the complaint. During eval the force sensor was found to be out of calibration.